Event description:
It was reported that upon insertion of the bottom left screw, left ring turned and would not go back in place. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.